Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie pocket a3 would not release due to software issue. Field service engineer ejected the pocket from drawer and reboot the device to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system cubie pocket a3 would not release or open the lid. The customer reported that users were unable to remove medications due to the pocket was ejected from the drawer. There were no adverse events or injuries reported based on this incident.